Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was loose. The customer's blood glucose level was 236 mg/dl and it would be addressed with doctor's instructions. During troubleshooting with tandem's technical support, it was noted that the customer was able to tighten the luer lock connection.